Event description:
It was reported that critical care nurses reported in an online survey stated that reporting on behalf of a respondent who indicated the following complaint in an online chart audit: in the online survey, a physician stated that no, he/she was not able to successfully place the working sheath because 'due to device effect; additionally, the physician stated that no, he/she was not able to successfully maintain pressure and deflate the balloon because of 'syringe problems: balloon defect, in relation to the x-force nephrostomy balloon dilation catheter without eagle inflation device. Also, we are reporting on behalf of a respondent who indicated the following complaint in an online chart audit: in the online survey, a physician stated that the patient experienced tissue trauma associated with the use of the x-force nephrostomy balloon dilation catheter, and finally, the physician stated that the patient experienced other adverse events attributable to the x-force nephrostomy balloon dilation catheter, these being: 'none,' and mentioned that the physician stated that the patient required medical or surgical intervention as a result of device usage. The medical or surgical intervention that resulted from usage of the x-force nephrostomy balloon dilation catheter was: "none".

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.